Manufacturer narrative:
Additional info: b.5.

Event description:
It was reported that the device was not working and had a problem with the clamp. The complaint was verified and a defective ail was identified. The part was replaced and a functional check was run with the alaris system maintenance software. There was no report of patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a defective ail. There was no report of patient impact.